Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Manufacturing date: year 2012. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a procedure and while laser was firing the system experienced suction loss. The treatment was successfully completed. The clinic indicated that there was no patient injury or surgical intervention.

Manufacturer narrative:
Correction -the incorrect serial number was provided at the time of the initial report, section serial number has the correct catalys serial number which is (B)(4) not (B)(4) as initially reported. Correction-the incorrect UDI was provided at the time of the initial report, section UDI has the correct UDI which is (B)(4). Correction-the incorrect manufacturer address was provided in the initial report; this follow up report has the correct address. Correction- the incorrect manufacturer year was provided in the initial report; the correct manufacturer month & year is 10/2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.